Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the I-beam got stuck and stopped moving. It was also noted that the surgeon could not squeeze the handle anymore. The same event occurred twice. Surgeon replaced new one to complete the case. There was no patient injury.